Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.7 hardware: iphone14.5 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels rose to approximately 300 mg/dl while wearing the pod for longer than 48 hours on the abdomen. The patient reported that the pod¿s pink slide did not move forward during activation, despite the cannula being inserted into the infusion site, which is indicative of a possible needle mechanism failure. No treatment details were provided.